Manufacturer narrative:
The field service engineer (fse) indicated that the cause of the smoke was failure of the integrated circuit (ic) at location u96 on the main card failure. He replaced the main card pcb (printed circuit board or card) to resolve the issue.

Event description:
The customer reported a burn smell and saw smoke coming from behind the ac*t-diff instrument. There were no sparks, fire, arcing or flames observed. No lab evacuation was needed. No erroneous patient results were generated in connection with this event.